Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that complex cardiovascular history including prior type a aortic dissection which required a surgical repair of the ascending and hemiarch, and a preexisting aortic root aneurysm of 5.6cm which resulted in a focal root dissection which in combination with the valve may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from implant patient registry, approximately one year and one month following a valve-in-valve procedure involving the implantation of a 26mm sapien 3 ultra valve within an edwards surgical valve, the transcatheter heart valve (thv) was explanted and replaced with another edwards surgical valve. Per medical record review, this patient had an aortic root aneurysm, and a prior type a aortic dissection with surgical repair in 2020, who underwent emergent valve-in-valve transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra (s3u) valve due to acute heart failure and acute kidney injury. The initial surgical plan for a third-time redo sternotomy and aortic root aneurysm repair was deferred. Due to intolerance to anticoagulants (eliquis, warfarin) and an allergy to aspirin, anticoagulation therapy was not initiated post-tavr. Follow-up transthoracic echocardiograms showed normal tavr function with no thrombus or paravalvular leak. Intraoperative transesophageal echocardiography, prior to valve explantation, confirmed a well-seated valve with a mean gradient of 8 mmhg and ava between 1.5-1.7 cm2. Aortic root measured 5.63 cm without evidence of dissection. However, intraoperative findings prompted explantation due to focal root dissection and persistent halt.